Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation pertaining to (B)(6) confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the device passed functional testing. The battery was able to charge and provide power with no anomalies. Visual inspection revealed damage to the outer sheath of the battery's output cable. This is an additional observation not related to the reported event, likely due to the handling of the device. CAPA pr00405633 is investigating damage to power sources. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the battery was initially able to charge and provide power to a test controller; however, functional testing revealed an abnormality within the cell voltage plot and that the voltage of the cell pairs fell below the voltage threshold during bench testing, resulting in the disabling of the discharge field effect transistor (fet), which would prevent the battery from providing power until the pack voltage increased. Internal inspection of the battery revealed a faulty weld between one of the cell pairs. This finding most likely affected the functionality of the battery at the time of the reported event. As a result, the reported not charging event was confirmed for (B)(6) but could not be confirmed for (B)(6) . The most likely root cause of the reported not charging event involving (B)(6) can be attributed to a lifted cell weld. A possible root cause of the reported not charging event involving (B)(6) may be attributed to a marginal connection between the battery and battery charger. Additional products: (B)(6) d9: yes, return date: 2021-04-30 h3: yes dev rtn to MFR? Yes h6: img code(s): g02004 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging. The batteries were exchanged. No patient complications have been reported as a result of this event.